Manufacturer narrative:
Radiographic image review indicated that, intra-op xray shows, a small metallic fragment is present next to one of the screw tulips as described. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of product: 5485900, lot:ct20d031 visual and microscopic examination identified that the one of the tabs on the tip of the extender has broken off. The fracture is consistent with excessive force. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during a posterior spinal fusion procedure utilizing advanced deformity instruments (adis) to facilitate reduction of a 6.0 cocr rod into pedicle screws at levels t3 to l4, one adi fractured during the tightening process as the reducer was being secured to the pedicle screws. A fragment of the instrument was temporarily retained and identified intraoperatively. Intraoperative x-ray imaging was conducted to locate the fractured fragment, which was subsequently removed prior to wound closure. The procedure was ultimately successful, and no further complications were reported aside from the additional operative time and imaging. Additional information was received from the manufacturer representative that the total procedure time was extended by approximately 20 minutes.